Manufacturer narrative:
The customer did not retain a sample for eval. A review of the lot history or device history could not be performed because the customer did not retain lot number. The root cause of the customer's complaint is unk. The issue of bubbles in the fluid path is being investigated. (B)(4).

Event description:
A customer reported during a procedure, the unit switched to "air gas" and tiny bubbles came out. The case was delayed one and a half hours. Add'l info has been requested.